Event description:
It was reported that during implant of this right atrial (ra) lead, measurements were noted to be abnormal and a lead fracture was noted. The specific measurements are unknown at this time, however, additional information has been requested. It was noted that the patient had severe atrial fibrosis. The lead was surgically abandoned and the procedure was completed without the use of an ra lead. No adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This report is being filed to correct the following fields: b5: describe event or problem; h6: device codes.

Event description:
It was reported that during implant of this right atrial (ra) lead, the helix was unable to be extended normally and a lead fracture was suspected. It was noted that the patient had severe atrial fibrosis. The lead was surgically abandoned and the procedure was completed without the use of an ra lead. No adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted.